Event description:
It was reported that the pt was placed a pic line on (B)(6) 2013, when the nurse did regular preflush, she didn't find leak in the catheter. However, after she had finished the placement and flushed the catheter she found there was a leak at 44 cm (42 cm in the body) so she trimmed the catheter and replaced a new connector for the pt.

Manufacturer narrative:
The complaint of a leak in the catheter is inconclusive due to the condition of the sample. The product implanted is a groshong 4 fr PICC catheter. Returned is one assembled two piece connector with a section of groshong catheter attached and a loose section of tubing. There are two different catheters. This was verified by matching the printed depth indicators. Gross and microscopic examination reveal there are two different catheters. This is confirmed by observing the printed depth indicators. During functional testing, no leaks were observed emanating from the two complaint samples. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. With the samples that were returned the complaint incident could not be replicated in the laboratory setting. A lot history review (lhr) of rewh007 showed no other similar product complaint(s) from this lot number.